Event description:
A pump triggered an altitude alarm, but the customer chose not to provide their blood glucose level at the time of the event. There was no adverse impact on the customer's blood glucose level. The customer's insulin was suspended because of the alarm, and the pump's speaker holes were obstructed, which contributed to the issue. Technical support advised the customer to clear the obstruction and clean the speaker holes. Despite these efforts, the customer could not resume insulin delivery and was unable to load a new cartridge at that time. The customer was advised to attempt loading a new cartridge later and was given tips to prevent future altitude alarms, which they understood and acknowledged.